Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the site of the dbs lead extension wherein it was eroding through the patient's scalp. The patient underwent a revision procedure where the lead extension was removed. The patient was doing well post-operatively. The explanted lead extension was disposed of at the hospital and was not returned to bsc.